Event description:
The dr was inserting the catheter into the right iliac for an arteriogram and aortogram procedure. Upon removing it kinked and broke off in the artery. The separated segment was retrieved and the pt went home the same day.